Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the inability to aspirate the catheter was not determined.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (10 mg/ml at 0.5 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient stated they were initially getting good relief but gradually it stopped working and the patient's pain came back. It was unknown if there were any external/environmental/patient factors that may have caused or contributed to this event. It was reported the catheter access port (cap) was accessed and the hcp was not able to aspirate cerebrospinal fluid (csf). It was reported that the spinal segment of the catheter was replaced to t1 without difficulty. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6) implanted: (B)(6) 2022,. Explanted: (B)(6) 2024, product type catheter other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 08-jul-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.